Manufacturer narrative:
This medwatch was reported against smiths medical asd, inc. Stopcock and the b. Braun's filter is listed as "other device." The follow-up info received from the facility indicated the defective device was the smith's medical stopcock and there was no fault with the b. Braun filter. The facility reportedly listed the filter as "other device" because the filter was attached to stopcock at the time of the incident. No specific conclusion can be drawn.

Event description:
As reported on the medwatch form: event desc leaking stopcock allowed loss of an estimated 7.6 ml of total parenteral nutrition (tpn) solution with vasopressor meds in abut 3 hours from neonatal pt's umbilical venous infusion. When leakage was discovered, the pt's umbilical venous catheter was found to be occluded. Leakage apparently caused temporary low glucose values, but did not affect blood pressure. Did this event involve an electrophysiology procedure of an attempted electrophysiology procedure? No. What was the original intended procedure? Tpn feeding and blood pressure supports. Additional info provided by the facility indicated the smiths' medical stopcock was the defective part and there was no fault with the b. Braun filter. The filter was connected to the stopcock and therefore was reported as "other device".